Manufacturer narrative:
The pump was received with operating currents within specification. The pump passed the selftest, unexpected restart and rewind. However, the pump gave a compromised force sensor system alarm during the displacement test due to a motor high current draw. No noise anomaly during rewind noted. The pump was received with minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that the insulin pump alarmed compromised forced sensor system during prime rewind process. Customer stated that they are unable to exit the "preparing to prime" loop. Customer reported that the force sensor does not detect the reservoir. Customer's blood glucose reading was 134 mg/dl. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.